Event description:
The graft was implanted for an aorto-bifemoral procedure. When the graft was declamped, it leaked an unknown quantity of blood from its crotch and iliac walls. Doctor alternatively reclamped and declapmed the graft, preclotted it in situ and it became blood-tight. Graft was left in. Although, the procedure was lengthened slightly, pt was not affected.

Manufacturer narrative:
A returned, unused segment of the implanted graft was evaluated by our consulting pathologist. Code 86; the mfg batch records for the device were reviewed. Code 100; the batch records were not atypical - no similar incidents against this batch. Gross description: received fresh is a segment of unused dacron vasclar graft which measures 6.3 cm in length by 2.2 cm in diameter. The surfaces are clean and no blood or tissue elements are identified. Rep. Sections are embedded under md-948 and md-949. Microscopic description: segments of a dacron vascular graft with collagen coating are identified. No loss of integrity of the dacron vascular graft is identified. No loss of integrity of the collagen coating is identified. The collagen coating is present within the interstices of the vascular graft and on the luminal and outer surfaces. No blood or tissue components are identified microscopically. Summary: an intact dacron vascular graft with collagen coating is identified. No loss of integrity is identified with the vascular graft or the collagen coating.